Event description:
It was reported that during an implant attempt, the right ventricular (rv) lead exhibited what appeared to be t-wave oversensing (twos), which was eliminated by changing the sensing. No anomalies were noted during analyzer testing. And all lead testing was normal after changing the sensing. Three months later, the threshold was high in both unipolar and bipolar configurations. The lead was explanted and replaced; during the explant procedure, the threshold had risen further and the lead also demonstrated oversensing, though it did not appear to be twos. The physician was unable to program around the sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).